Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had change sensor alert on insulin pump. The customer¿s blood glucose was 150 mg/dl at the time of the incident. The customer also reported scratches on screen made them difficult to read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No change sensor alerts noted during testing. Unit received with deep scratches on lcd window. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and damaged keypad overlay texture.